Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The us complainant had an rp flex placed for the support of a patient with right heart failure and cardiomyopathy. The team found an access site bleed that prompted holding off on heparin and further treating with a mattress suture. A knee immobilizer was present. The patient survived the event.

Manufacturer narrative:
Additional information has been added to b2, b5, g3, g6, h6.

Event description:
It was additionally noted that during transport, as patient was being lifted on the bed in unit, the impella catheter was caught under the patient as she was rolled to her side and caused the impella catheter to be compressed briefly.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned and evaluated. There was some biomaterial and blood ingress found on the dp sensor. There were no abnormalities with the electrical resistances. The pump was tested in the flow loop and sensor drift reproduced. There were no other abnormalities with the returned product. Log review showed a downward drift in placement signal before it went out of range and triggered an alarm. Pump flow went to zero at this time while motor current and p-level stayed stable. The failure mode "optical signal issue" was updated to "placement signal issue" because the issue involved the dp sensor. The root cause of the placement signal issue was most likely sensor drift since it was reproduced in the lab. The root cause of the access site bleeding was most likely use-related since the bleeding resolved by adding a mattress suture. The root cause of the product damage issue was most likely a catheter kink due to patient movement during support. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-18626. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-18626.

Event description:
The user facility reported a patient with cardiomyopathy and right heart failure was implanted with an impella rp flex for mechanical circulatory support and three days after start of support, bleeding from the access site was noted which prompted discontinuation of heparin and further treatment with a mattress suture. A knee immobilizer was present. It was reported the patient remained stable. Additional information was received and noted two days later after the access site bleeding adverse event, the impella rp flex catheter and fiber optic cable were inadvertently compressed during move of the patient. During transport, as patient was being lifted on the bed in unit, the impella rp flex catheter became caught under the patient when rolled to the side and this caused the impella catheter to be briefly compressed. The automated impella controller display screen no longer showed the pulmonary artery and central venous pressure (cvp) placement signals or impella flows; only the motor current, purge flow and purge pressure were displayed. An x-ray and echocardiogram were completed to confirm correct placement and determined that impella rp flex pump was correctly positioned and continued to function. The cvp continued to improve. It was reported the patient was unharmed following the event despite the fiber optic cable not functioning as intended.

Manufacturer narrative:
Additional information was received, and updates were made to sections b1, b5, and h6 accordingly. The evaluation and analysis of the returned impella rp flex device have not been completed. Upon investigation closure, a supplemental MDR will be filed. Correction was made to the following section(s): sections d1 (brand name) and d4 (model number) modified to reflect impella rp flex.